Event description:
It was reported when using the bd preset¿ syringe with attached needle there was clogged/blocked cannula. The following information was provided by the initial reporter and translated to english. The customer stated: "in the process of blood collection, resistance was found and there was a sense of obstruction."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each used to draw water, and no issues were observed relating to obstruction / unable to move plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode obstruction / unable to move plunger. Bd was not able to identify a root cause for the indicated failure mode.